Event description:
Customer got blood glucose results in the 100's (mg/dl) in am. Customer passed out before taking reading in the evening. Paremedics were called and they tested blood glucose and received a reading of 35 mg/dl on their device. An IV was given and the customer was admitted to the hosp. No controls were being used. A request was made for the return of the suspect device. Replacement product was sent.